Event description:
It was reported post implant, the device is believed to have a leak. The device remains implanted. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable. Device remains implanted.